Manufacturer narrative:
Concomitant medical products: 4592-45 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode. The right ventricular (rv) lead exhibited over-sensing. The lead remains in use. No further patient complications have been reported as a result of this event.